Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. Per the user guide: always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 480 mg/dl. Customer reported that the luer lock was loose and customer tightened it. Reportedly, customer was using humalog in the cartridge for 3 days. Tandem technical support informed customer that humalog was labeled for 48 hours use with the cartridge.